Manufacturer narrative:
The device evaluation details. The pentaray nav eco device was returned to johnson & johnson medtech (j&j) for evaluation on (B)(6) 2025. Visual inspection and electrical test on carto 3 system of the returned device was performed following j&j procedures. Visual inspection was performed, and damage was observed on the splines and rings. It was observed one spline stretched and electrodes lifted leaving internal components exposed. The device was connected to the carto 3 system, and it was recognized and visualized; however, a signal noise was observed on the carto 3 screen due to an open circuit of the damaged electrode in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The open circuit could be related to the electrical issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the open circuit could be related to the electrode damage. The potential cause of the electrode damage and spline stretched could be related to excessive force or manipulation during the procedure, however, this cannot be conclusively determined. - the instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal splines folded backward toward the handle. Collapse the splines together using the insertion tube prior to insertion. - the carto 3 instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrodes lifted leaving internal components exposed¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿one spline stretched¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿signal interference¿ issue. In addition, the biosense webster inc. Analysis finding of the ¿open circuit¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter for which biosense webster¿s product analysis lab (pal) identified electrodes lifted leaving internal components exposed. During the procedure, the signal interference (noise) was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. Severe interference was observed on the 5-6 electrodes. The signal interference was observed on all ECG (bs + ic) channels. The signal interference was observed on both the carto and recording system. The physician did have an intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2025 observed one spline stretched and electrodes lifted leaving internal components exposed. The event was originally considered non-reportable, however, bwi became aware of electrodes lifted leaving internal components exposed on (B)(6) 2025 and have assessed this returned condition as reportable.